Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver charges and boot up. A review of the data log did not find any errors related to the customer complaint within the investigation window. Screen device information: passed , screen trend graph: passed, manuel testing and wiggle testing:passed, used multiple dexcom usb charging and download cables: passed, and receiver functional test station: passed. The reported event that the receiver ceased to function could not be confirmed during all relevant testing. The root cause could not be determined as the allegation was not found.